Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle there was a hole in the barrel and insulin leaked. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer/pet owner reported finding about 6 syringes from this box with holes in barrel. Found when drawing and also injecting. Can see the insulin coming out side of barrel syringe.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2094869. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h10

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle there was a hole in the barrel and insulin leaked. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer/pet owner reported finding about 6 syringes from this box with holes in barrel. Found when drawing and also injecting. Can see the insulin coming out side of barrel syringe.